Event description:
It was reported that shaft detachment and leg ischemia occurred. In (B)(6) 2013, patient came in for left femoral artery and atherectomy with bovine patch angioplasty and left superior femoral artery stent placement in the arterial branch. Four non bsc stents were implanted. During the procedure, a 5.0 x 100, 75cm mustang¿ balloon catheter and a 6.0 x 200, 75cm mustang¿ balloon catheter were used. No complications were reported. Ten days after the procedure, the patient was diagnosed with leg ischemia. A left femoral arteriotomy was performed. The physician immediately saw a "black piece of plastic" sitting right under the arterial incision, 7 cm log and "about the size of a 2-0 silk suture" that is believed to be a portion of the shaft of one of the mustang¿ balloon catheters. The physician slowly removed the fragment out with a pair of fine forceps. No further patient complications were reported. The second procedure had the expected routine outcome, with the patient recovering well and being discharged "in the routine time and manner".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).